Event description:
It was reported by the clinician that when they were removing the swan ganz from the hemostasis valve of the sheath introducer, there was some leaking (blood that spurted out). This occurred twice and the last time was approx one month ago (incident never reported to arrow). It has not happened since then and may have been related to how long swan ganze was in place. There were no pt complications reported and no further details are available. Follow up from the sales rep stated the catheter being used was a 7.5fr.